Event description:
A monitor of a roller pump of a heart lung console turned off, and could not be turned on. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.